Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-20094. Related manufacturer reference number: 2017865-2021-20095. It was reported that the patient presented for in-clinic follow up feeling unwell after inappropriate shock was delivered by implantable cardioverter defibrillator. Review of stored electrocardiograms revealed that over-sensed noise, and low impedance exhibited by both the right atrial and right ventricular leads. Further evaluation noted that noise was reproducible with isometric movement. The physician elected to deactivate the device and schedule the patient for revision at a later date. The patient was in stable condition.